Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that the pump frequently emitted low battery warnings or replace battery alarms. The battery compartment was also allegedly cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/22/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/16/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated one low battery warning and one replace battery alarm; however, no evidence of excessive battery usage or short battery life was recorded. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap did not secure properly to the pump due to damaged cap threads; however, a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found.